Event description:
It was reported that a patient required an adenosine IV push while using a trifusion tubing set that was attached to the patient's mediport. Although all three arms of the trifurcated tubing set had attached tubing sets, only one of the arms were currently in use while the other two tubing sets were clamped and not in use. While using the third arm of the trifurcated set, the rn pulled back to waste as the rn did not want to bolus the patient with levophed that had been infusing via this arm of the set. Suddenly, all three arms of the trifurcated set filled with blood and narcotics up to the clave which caused the nurse to be concerned about whether the IV pushed adenosine was actually infused into the patient or backfilled into the arms of the trifurcated set. The customer later stated that there was no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: no 510 k for this product. Concomitant medical products:mediport; syringe; td unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that a patient required an adenosine IV push while using trifusion tubing set that was attached to the patient's mediport. The nurse clamped two of the 3 arms of the trifusion set. While using the third arm of the trifurcated set, the rn pulled back to waste as the rn did not want to bolus the patient with levophed that had been infusing via this arm of the set. Suddenly, all three arms of the trifurcated set filled with blood up to the clave which caused the nurse to be concerned about whether the IV pushed adenosine was actually infused into the patient or backfilled into the arms of the trifurcated set.